Event description:
The customer experienced excessive bleeding after inserting the abbott diabetes care (adc) sensor. The customer could not stop the bleeding (customer takes taking blood thinners) and was taken to the hospital where they received "two stitches to close the wound" by a healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Performed a visual inspection on the returned sensor; no issue was observed. A visual inspection on the returned applicator and cap was conducted, and no issues were observed. The sensor cap was retained inside applicator cap and the applicator had fired correctly. Visually inspected the sharp and no issues were observed. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. An investigation has been performed for the reported complaint. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted.